Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-1010. It was reported the pt is not receiving effective stimulation. Fluoroscopy was done and showed both leads have migrated. The pt is requesting his scs system to be removed. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.